Manufacturer narrative:
Gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had an alt o2 error message on boot-up. The clinician cycled power and resolved the error. There was no reported patient involvement.